Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Lack of efficacy/no relief [therapeutic response decreased]. Device misuse (synvisc 6ml). Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 6 ml (device misuse); (route and frequency not provided) into an unspecified location. The lot number for synvisc was not provided. The pt reported that she was administered with synvisc during arthroscopy and had no relief after having the injection. The company assessed the event of no relief/lack of efficacy as medically significant. The action taken with synvisc treatment was not provided. The outcome of the event was not provided. Concomitant medications were not provided. The intensity of the event was not provided. The causal relationship between synvisc and the event was not provided.